Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged which caused the patient to experience diaphragmatic stimulation. This ra lead also exhibited low amplitude and there was no capture noted. The field representative reprogrammed the device and the patient will have a follow up with the physician. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged which caused the patient to experience diaphragmatic stimulation. This ra lead also exhibited low amplitude and there was no capture noted. The field representative reprogrammed the device and the patient will have a follow up with the physician. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that the ra lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.